Event description:
It was reported that while preparing for a da vinci sacrocolpopexy procedure the camera was dropped. The site was unable to align the endoscope and tried three different endoscopes, however, they were unable to get the vision aligned properly. The patient was under anesthesia when the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) found that all three of the sites endoscopes aligned properly with the camera. The fse trained the operating room staff on how to align the camera and endoscope properly as well as troubleshooting techniques. The site ordered a replacement camera as a precautionary measure. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.